Manufacturer narrative:
Additional data: a4, b1, b5, b7, d8, h6.

Event description:
Additional information was reported that the patient had osteomyelitis and reported pain during distraction. Additionally, it was reported that the implant was found to have a corrosive stain.

Event description:
N/a.

Manufacturer narrative:
Additional data.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that a revision procedure was performed on an unknown date. As per the reporter, the nail was removed and a unilateral external fixator was applied due to severe osteitis (infection) in the entire femur. The fixator was then removed after full consolidation of the distraction site and complete healing of the infection.